Manufacturer narrative:
As no return of product is intended, this reported allegation cannot be confirmed nor denied. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that post implant of device (incepta p163 sn (B)(4)); this chronic right ventricular lead displayed high out of range shock impedance measurements in two programmed configurations. Measurements in rv lead to the device were within normal range. In addition, shock impedance measurements with the pacing system analyzer were within normal limits. When connected to the previous device, (contak renewal h230 sn (B)(4)), normal lead measurements were obtained. An x-ray of the lead was performed. It was noted the proximal part of the proximal coils were stretched. Despite four leads implanted, a decision was made to implant another lead. No adverse patient effects were reported.